Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse replaced the reagent probe 4-way valve to resolve the issue.

Event description:
The customer reported obtaining false high patient results for hemoglobin a1c (hba1c-) and false low creatinine (cr-s) on the unicel dxc 600i synchron access clinical system. The customer did not report the erroneous results outside of the laboratory. Quality control was outside of laboratory established ranges prior to the event. There was no effect to patient treatment in connection to event.